Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the cannula was missing. Date of issue is an approximation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor applicator (serial number (B)(4)/lot number 5208556) was returned for evaluation, however, it could not be verified that the returned sensor applicator was the complaint device. The sensor applicator was visually inspected and the applicator was fully deployed with needle and cannula safely retracted inside the applicator body, therefore, the reported event of detached needle/cannula could not be confirmed with the returned sensor applicator. A photograph was taken of the returned applicator. A root cause could not be determined.